Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed err "call dexcom error ". No additional patient or event information is available. No product or data was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to boot and charge vall tech support on screen. Share log found no data. The patient's complaint was confirmed because a "call tech support" was present on the device. The reported event of an error icon display was confirmed.. A root cause could not be determined.